Manufacturer narrative:
The reported event of communication failure was confirmed. The device was returned for analysis. The device was unable to communicate through bluetooth and inductive telemetry. The cause of the communication failure was determined to be premature battery depletion caused by high current draw in the hybrid. Electrical testing revealed that the high current was caused by components failure in the hybrid. X-ray results showed damages to the hybrid circuit. The root cause of the damage remains undetermined.

Event description:
It was reported that during device preparation, the patient's implantable cardioverter defibrillator (ICD) had no bluetooth or inductive telemetry. No patient involved.